Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A tlif to implant an expedium spine system and a concord cage into the patient's l4-l5 for lumbar spinal canal stenosis was performed on 23 may 2016. It was reported that the reported cage got fractured when the surgeon used rather heavy hammer to hammer the cage into the intervertebral. The surgeon struggled with inserting the cage because the bone had been grafted too much into the intervertebral prior to the insertion. The intervertebral space was also about 8mm, which was just slightly narrower than the cage. And the opposite side of disc handling is not enough because this is revision surgery. All the visible fractured pieces were removed from the operative field. Although there was a possibility that some of fractured pieces might still be remaining in the body, but the surgeon decided to continue the tlif. After removing the little amount of the grafted bone, a new cage was successfully inserted. The surgery was successfully completed without further adverse consequences. Due to the event, there was 15 minute surgical delay. The post-surgery x-ray photo indicates that the cage was implanted into the intervertebral space in correct position, and any fractured pieces could not be found from the photo.

Manufacturer narrative:
One (1) concorde bullet lordotic 9x8x27 5 degree cage [product code: 1878-27-408] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the concorde cage has broken into three separate pieces. It should also be noted that the remaining broken pieces were not returned. Per event description it was indicated that there was a possibility that some of fractured pieces might still be remaining in the body, but the surgeon decided to continue the tlif. A review of the device history record (DHR) for the concorde bullet lordotic 9x8x27 5 degree cage could not be conducted. The lot number is illegible. For this reason it is not possible to review the DHR. Therefore, without the lot number, no review of the manufacturing records could be completed. No emerging trends were found requiring further actions. The root cause for the concorde cage breaking during impaction cannot be positively determined. However, as noted in the accompanying instructions for use (IFU-(B)(4)), when a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.